Event description:
It was reported that during cleaning by the customer at the user facility, the device, leaked orange fluid or grease. As this event occurred during cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The complaint was not confirmed for a component by the technician but a substance was observed near the rear bearing and a sample taken. The device was scrapped by the manufacturer.

Event description:
It was reported that during cleaning by the customer at the user facility, the device, leaked orange fluid or grease. As this event occurred during cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.